Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid rca. The same day as the index procedure, the pt suffered an mi. It was reported that the mi was related to the target vessel. The investigator indicated that the reported event was definitely related to the device.

Manufacturer narrative:
(B)(4). Eval results: (myocardial infarction).